Event description:
The patient stated she was outside smoking with her portable oxygen tank present and on. She states her husband was also present and put the fire out. Injuries sustained: 2nd and 3rd degree burns to face, hands, and shoulders transported by helicopter to the burn unit because original hospital does not treat patient burns. Delay in obtaining equipment information from hme provider due to incomplete records. We were able to obtain information about the manufacturer for the regulator, however, the hme provider only has the concentrator and 02 rack for the e-cylinders listed in their records. The hme provider can not determine the manufacturer of the oxygen cylinder and lot number. Due to manufacturer of oxygen cylinder unknown, this incident will be reported to the FDA as manufacturer unknown for the oxygen cylinder. 3500a submitted to the manufacturer of regulator. Separately. "Correction needed to original 3500a form submitted on 4.13.26. Original submitted with uf importer number (B)(4). Correct uf importer# is (B)(4).